Manufacturer narrative:
Citation: yehya a et al. Short-term results with transcatheter aortic valve replacement for treatment of left ventricular assist device patients with symptomatic aortic insufficiency. Journal of heart and lung transplantation. 2019; 38:920-926. Doi: 10.1016/j. Healun.2019.03.001. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the short-term results of patients receiving a transcatheter aortic valve replacement following the implant of a left ventricular assist device. All data were collected from a single center between october 2010 and august 2017. The study population included 286 patients, 9 of which (predominantly male, median age 51 years) were implanted with medtronic corevalve or evolut r (no serial numbers provided). Among all medtronic corevalve and evolut r patients, 4 deaths occurred between 1 month and 1 year post implant of the transcatheter valve. One patient died at 4 months post implant due to cardiac arrest. The other deaths occurred between 6 months and 1 year post implant of the transcatheter valve due to hemorrhagic cerebrovascular accident or multisystem organ failure. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic corevalve patients, adverse events included: valve migration requiring a valve-in-valve procedure, hematoma, pse udoaneurysm, and moderate paravalvular leak. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.